Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the cannula, which was already inserted into the patient's body, came off the round transparent plastic part at the connection part of the tube. Due to this, the patient experienced hyperglycemia. No further information available.